Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. The procedure was conducted as labeled. After all the devices were placed correctly, ballooning with coda was performed because a proximal type I endoleak was suspected. The endoleak was not resolved when the confirmatory angiography taken, so reballooning with coda was performed for occlusion just before the bifurcation area. Another angiography was taken and showed that the endoleak remained. The physician judged it as a type IV endoleak and decided to take a wait-and-see approach. (Act: more than 200). The pt had no adverse effects from the procedure.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval: still under investigation.